Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrium (ra) lead was part of a system revision due to infection. Reportedly, the patient's pocket was red and hot to touch; thus, intravenous antibiotics were given to the patient. There were no additional adverse patient effects reported. The ra lead was explanted.